Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy right open technology procedure, there was no issue observed during initial use of the stapler. After the device was reloaded and fired, distal staples are open and incomplete about 1/4 to 1/3. The surgeon resected the bowel and made an anastomosis with sutures to complete the case.